Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The de-novo, less then totally occluded target lesion was located in the non-tortuous and moderately calcified right coronary artery. A 4.0x26 non-bsc stent was successfully implanted. The 30mm x 4.0mm quantum maverick monorail balloon used for post dilation was advanced to the target lesion. The balloon came in contact with a stent strut and ruptured at 20atms on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the quantum maverick monorail balloon catheter was received for analysis. There was contrast in the inflation lumen. Visual inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 14mm long. The tear started on the distal end of the balloon and extended most of the length of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The de-novo, less then totally occluded target lesion was located in the non-tortuous and moderately calcified right coronary artery. A 4.0x26 non-bsc stent was successfully implanted. The 30mm x 4.0mm quantum maverick monorail balloon used for post dilation was advanced to the target lesion. The balloon came in contact with a stent strut and ruptured at 20atms on the initial inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.